Event description:
Received info stating that the customer's fill estimate was inaccurate. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog and novolog have been tested for up to 48 and 72 hours respectively; the customer had been using the cartridge for four days. The product has not been received for eval. Should additional info be received a supplemental form will be completed.